Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving clonidine 200 mcg/ml; 128 mcg/day, bupivacaine 30 mg/ml; 19.2 mg/day and morphine 25 mg/ml; 16 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms noted as severe back pain and vomiting. The patient was admitted to the hospital. The pump status and or event log report a motor stall occurred; stopped pump period may exceed tube set. The pump had a motor stall that occurred (B)(6), tube set message (B)(6). The elective replacement indicator was less than one month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The pump was put in minimum rate. The cause of the motor stall was not determined. The pump was replaced (B)(4) 2017. The motor stall, pain and vomiting has been resolved. The patient was supplemented with intravenous (IV) morphine. The patient¿s weight and medical history was unknown. The provided information has been confirmed with the physician.